Event description:
Hcp ran high control test and received result of 482 mg/dl. Specific control range not provided but the approximate range would fall between 294-406 mg/dl. No adverse events were alleged. Strips were replaced and customer strips are expected to be returned for eval.